Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The blower assembly was visually inspected and found no misuse or physical damage. The blower was installed on a known good bellavista test fixture and during the start-up pre-check the turbine activated woth no issues. The unit powered on without any alarms. Blower reference calibration was performed and the unit passed. The power was cycled multiple times in an effort to duplicate the reported problem and the bellavista powered on without any faults everytime. The reported issue wa not duplicated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us had an alarm alarm 401 - "inspiration valve or device leaky."the customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer provided log files, which revealed alarms 401 and 316, and fse set the blower to 30% to see if the voltage was too high. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.